Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4068-58, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient presented stating when shifting positions, they experienced mild diaphragmatic stimulation. The left ventricular (lv) lead output was adjusted and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.